Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. It should be noted that the proglide instructions for use (IFU), states: gently pull the device back to position the foot against the arterial wall. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional four proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement with five proglide devices via 5fr sheath were attempted in a common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after the proglide device positioning at the needle deployment step, the proglide device was not pulled back against the artery wall and the suture could not catch the tissue. The same issue occurred with 4 additional proglide devices. The tavi procedure was completed. A surgical cut down was performed and the artery sutured closed to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.